Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized for low blood glucose levels. Prior to the event, the customer's glucose meter gave him a reading of 345 mg/dl. The customer gave himself a 3.0 unit bolus, and a few hours later he was down to 34 mg/dl. The customer stated that his glucose meter was not working properly. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume matched the amount of insulin in the reservoir. The insulin pump was not exposed to high magnetic fields, but it was exposed to xrays. Nothing further was reported.